Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: maude-medwatch report# 5063417 reported on (B)(6) 2016. This report is for one (1) unknown screw. (B)(4). This report is for one (1) unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude-medwatch report# 5063417: it was reported that the patient had a fall on an unknown date in 2011 which resulted in a broken femur injury. On (B)(6) 2011 the surgeon implanted a synthes tns nail into the patient's femur and hip. Within a few months the patient went to doctor and told him something was wrong with the device and that she wanted it removed. The patient tried contacting several doctors, to get them to remove the implant, she was told if they remove the implant and if her leg re-breaks the implant will have to be put back in and that she would be worse off, or so she thought. In the last five years the leg has gotten so bad that it is crippling her. She can feel the rod in her hip when she moves and it digs into the piriformis and it feels like raw meat. The patient can also feel the screw from the rod in her femur digging into her muscle. The muscles are agonizing, with a level 10 for pain and for 24/7. The patient can barely walk anymore and the pain is unbearable. It is pressing on the patient's sciatic nerve and is now affecting both legs, her left leg is worse. The patient cannot bend over to even pick something up off the floor without screaming pain. She is afraid to go down four steps to get off her porch for fear of an unimaginable pain and that she may not be able to get back up the steps. She cannot lift her feet/legs up to put herself in bed without screaming. The patient states that she cries every single day and night and that she feels as though she is being robbed of her sleep and quality of life. The patients states that she thinks of suicide every single day. This report is for one (1) unknown screw. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device history record review: manufacturing location: (B)(4) - manufacturing date: november 16, 2004 - expiration date: october 31, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Bilateral knee replacement surgery on a date unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08/02/2017: the patient reported new information of having had bilateral knee replacement surgery (date unknown) and that her knees were not healing properly as a result of her pain issue from synthes nail implant.

Manufacturer narrative:
Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.